Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported tamponade. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade may have been procedure related.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. During the final ablation on the atrial roof anterior to the right superior pulmonary vein (rspv), an increase in impedance was observed on the ablation catheter. The patient became hypotensive and an ultrasound confirmed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. The physician believed the tamponade was due to the ablation catheter. There were no performance issues with any abbott device.